Event description:
The device is a pump that was used by this patient to deliver medication (intrathecal baclofen) and has been in use by the patient continuously for approx. 7 years. The patient's pump failed because of a motor stall (device error). The patient is incapacitated, but the patient's caregiver noted hearing a beeping coming from the pump on or about [date redacted]. This occurred when the patient was out of the clinic setting at home or another location. As a result of the pump failure, the patient went into withdrawal experiencing hypertension, tachycardia and mild diffuse rash. The patient required surgery to replace the failed pump with a new intrathecal pump. The patient recovered well from surgery.